Manufacturer narrative:
(B)(4). Results: endoleak, aneurysm rupture. Dilated aortic neck. Not sufficient overlap. Conclusion: dilated aortic neck. Not sufficient overlap.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm morphology from the time is unknown. At the index procedure the aortic neck was 23 mm in diameter and currently the aortic neck measures 31 mm in diameter. It was reported that the patient presented emergently with a ruptured aneurysm due to stent graft migration. An endurant aortic cuff 363649 was implanted to successfully treat the patient. A recent CT scan showed the endurant cuff had 2mm overlap with the original aneurx bifurcated stent graft and there was a type 3 endoleak between the two components. The physician placed a 32x16x125 talent converter with a 36x49 endurant cuff proximally. A 14mm talent occluder was placed in the contralateral common iliac artery and a fem-fem bypass was performed. No additional clinical sequelae were reported.